Event description:
Two unopened sterile 10 cc syringes were taken from the supply room, one to waste blood and for a culture due to the patient having a port and fever/neutropenia. First syringe was used without incidence, after opening and attaching the second syringe for the blood culture and pulling the plunger back, there was no blood return. Upon inspecting the syringe, the syringe was noted to have a crack approximately from the 1ml line to the 4ml line. Removed the syringe and another nurse replaced the syringe with a new one. Supervisor notified of findings.